Manufacturer narrative:
Findings: unit had unresponsive all buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Also, unit had minor scratched lcd window, cracked case at display window corners, broken battery tube threads, missing o-ring (reservoir tube), cracked case at reservoir tube window corners and stained end cap sticker.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a low blood glucose level of 50 mg/dl. The customer reported the insulin pump is chipped around the reservoir compartment and the infusion sets fall off. The customer treated the low by drinking juice and eating strawberries and candy. The blood glucose level after that was 100 mg/dl. The customer did not troubleshoot the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.